Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 32 days of data ((B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 04:56, the rsoc voltage levels of both power cables dropped from the expected ~12.8v down to ~3.5v activating power cable disconnect, low power hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the power source was switched to the 14v li-ion batteries. Pump support was not affected during this event as the system was supported by the backup battery as intended. On (B)(6) 2019 at 19:34, (B)(6) 2019 at 18:01, and (B)(6) 2019 at 19:35, the controller has captured transient no external power, power cable disconnect, and low power hazard alarms. The associated voltage levels indicated that the alarms occurred when the system controller was connected to power and occurred as a result of both power cables being simultaneously disconnected from the system controller. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit, serial number (B)(4), was not returned to abbott for analysis; the unit remained in use. Multiple attempts were made on 13sep2019, 16sep2019, and 19sep2019 to obtain additional information from the customer regarding the reported event; however, no further details were provided. Based on the log file analysis, a root cause for the no external power alarm recorded on (B)(6) 2019 was determined to be related to a loss of the ac power while connected to a mobile power unit. However, analysis of the submitted log file showed that the root for the other no external power alarms was due to both power cables being simultaneously disconnected from the system controller. Section 3 of the heartmate ii patient handbook (doc # (B)(4)), entitled ¿powering the system¿, instructs the users to keep at least one power cable connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 3 external power losses in which two of them are unexplained. Log file analysis observed no external power events on (B)(6) 2019. On (B)(6) 2019 the log file captured a no external power event. This event was caused by power to the mobile power unit being briefly interrupted. This may be due to the mobile power unit ac power cord coming loose at the mobile power unit, ac wall outlet or house power disruption. The noted no external power events on (B)(6) 2019 appear to have been caused by a double power cable disconnect. The pump ran via the controller¿s internal battery during the stated times.